Event description:
The customer states that three different patient samples generated non-reactive results when tested on the architect i2000sr analyzer with the architect anti-hbc igm assay. One of these patients is a known reactive for this analyte. All three samples generated a reactive result with the murex plate methodology. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 6c33 that has a similar product distributed in the us, list number 6l23. Catalog no. 6c33-25. There were no returns available from the customer site. The investigation consisted of testing of a retained sample (reagent kit stored at abbott laboratories) of the architect anti-hbc igm reagent kit, list number 6c33-25, lot number 61195hn00, to address a potential sensitivity issue with this lot. One replicate of each the negative control as well as the positive control were tested. The control values were well within architect anti-hbc igm package insert specifications. Additionally, as part of the investigation a review was performed of the complaint and manufacturing records for architect anti-hbc igm, list number 6c33-25, lot number 61195hn00. This review did not identify any problems relating to the customer's observation. Master lot release testing for list number 6c33-25, lot number 61195hn00 was performed in 2008. The test data was reviewed and indicated the master lot listed above was released within manufacturing release specifications. Additionally, the performance of list number 6c33-25, lot number 61195hn00 (and any associated sub lots), was investigated by completing a review of manufacturing and testing records for the associated lot(s) of architect anti-hbc igm. This review did not reveal any events or issues that may have impacted the performance of the above lot number in relation to the complaint issue. The architect anti-hbc igm reagent (ln 6c33) package insert states:if the anti-hbc igm results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection. Specimens from patients with high levels of igm, e.g. Specimens from patients with multiple myeloma, may show depressed values when tested with assay kits that use reagents containing anti-human igm. Based on the current investigation, it was determined that the architect anti-hbc igm assay, list 6c33-25, lot number 61195hn00, is currently meeting its safety, effectiveness and label claims. No product deficiency was identified. This is a final report.

Manufacturer narrative:
(B)(4). Upon internal review, an error catalog# was found in the previous submission. The correct catalog number is 6c33-25.